Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the pump was giving too much insulin and led to hospital visit. There was no reported adverse impact to the customer's blood glucose level. Troubleshooting was declined by the customer to determine a possible cause and no additional information regarding hospitalization was provided by the customer.